Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H6: health effect - impact code: 4625: 4625 - additional surgery: suture. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that a crack was discovered in the lens in the patient's eye. The patient returned complaining of poor vision, and the crack was identified upon reexamination. The crack had not been seen by the implanting doctor due to leftover cortex and lens fragments. The patient then consulted a different doctor, who requested an explant. During the explant procedure, due to the patient's anatomy, the lens became caught in the capsule, resulting in a capsular tear. This complication necessitated the implantation of a 3-piece lens sutured into the sulcus. The lens was subsequently removed and replaced with another company's iol during a secondary surgical procedure. The patient required incision enlargement, vitrectomy, and sutures. The patient's outcome was as follows: no edema, visual acuity of 21/25, intraocular pressure (iop) of 8 mmhg, and mild vitreous hemorrhage. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: photo evaluated. Device evaluation: a customer photo was evaluated. The photo displayed the suspect lens inside the patient's eye. A crack-like mark was observed near the top right of the lens. Scratches were also observed on the lens. Due to no product received, no further evaluation could be performed. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review and additional information, the surgeon notified that the patient's issue was due to intraocular lens (iol) positioning, not the crack(s). The following fields have been updated accordingly. Remove device code: 1069 - break and replaced with device code(s): 2923 - device dislodged or dislocated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.